Event description:
It was reported that pt underwent left total hip arthroplasty in 2005 at hosp. Subsequently, pt was revised in 2006, due to instability with mismatched femoral and acetabular components. No further details have been provided.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. This report filed on march 14, 2008.